Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the arterial monitor lost pressure readings on the perfusion system. The device was not changed out, as the customer rebooted the monitor. No audible tones when the pressure was lost, it would just go blank. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist: before going on pump, but during prime, the arterial monitor lost its pressure reading. He checked all connections and they were good, he rebooted and same thing happened. This happened a total of three times, then it just worked. The ccp will consult with the MFR's field service representative (fsr) to troubleshoot the issue.